Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer few times in a follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with all five meter memory test results. Customer was not using the proper back to back testing technique. The customer did not know their expected blood glucose test result range. At the time of the call, the customer felt well and did not report any symptoms. Customer had stated due to the erratic results obtained she had gone to the doctor's on 12/22/2020 and that the doctor had changed her medication. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 353 mg/dl and 375 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/27/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).